Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: during investigation, the keypad cover was found to be intact. All of the keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the key contacts. The pump cover was removed and internal moisture was found on the keypad flex connector and printed circuit board. The complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.